Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the shocking was not determined. The issue began in (B)(6) 2017.

Manufacturer narrative:
Analysis of the ins found no significant anomalies. The implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, a connector block leakage test was performed and normal impedences were observed, indicating there were no electrical leakage paths in the connector area. The ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. Analysis determined the telemetry was acceptable. The ins output was tested at the distal end of the returned adaptor. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the distal end of the returned adaptor and good stable output was observed on all electrode pairs. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No information for date of event.

Event description:
Information was received from a rep regarding a patient who was implanted with a neurostimulator. It was reported that the patient was experiencing shocking at the ins pocket. Caller was not with patient so no troubleshooting occurred. It was further reported the implantable neurostimulator (ins) was replaced. The patient is reported to have a pocket adapter and no leads/extensions were revised. Caller indicated occasional shocking with stim on and off and also mentioned that the health care provider does not think it is ins/therapy related but requested the ins to be analyzed. No further complications were reported or anticipated.